Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a syncopal patient presented to the emergency room. Upon interrogation, episodes of noise reversion were seen on the pulse generator. The device was explanted and replaced. The patient tolerated the procedure well and would continue to be monitored.